Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: frequent ongoing issues with "air in line" for multiple critical infusions (dobutamine, vasopressin, norepinephrine) despite troubleshooting with the assistance of the crn and b. Braun representatives. The issue also delayed patient care as end user was frequently addressing pump issues while attempting to perform patient care/interventions. Pt briefly decompensated and became very hypotensive (60/40s) during the troubleshooting of several pumps, was briefly on .3 of norepinephrine. Pt was able to be stabilized after 1.5l of crystalloid given and phenylephrine 200 mcg IV. The norepinephrine concentration was changed to the peripheral concentration at 2300, which ran at a faster rate and seemed to have temporized the issue and no issues have been encountered since making the change. No injury reported.